Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, externalized conductors were observed on the rv lead. The lead was tested and no electrical anomalies were noted. The lead remained implanted and connected to the new device. The patient was discharged without any known adverse affects.